Manufacturer narrative:
Performed geometry calibration to both trackers on the gantry, 20cm and 40cm fov calibration and verification performed successfully. Verified geocal file and saved backup. System checkout performed. Calibrations were done under a separate event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during a procedure the initial imaging spin was successful and transferred well, but during the procedure the surgeon felt inaccurate. In placing a guide wire the surgeon determined that the cerebral spinal fluid (csf) had been released. It is unknown by how much and in what direction the surgeon felt off, but when a second spin was taken it was found that the wires that had been placed was of by quite a bit. The accuracy of the second spin was not checked so it is unknown if the inaccuracy resolved. The manufacturer representative (rep) tested the system and confirmed that the system was inaccurate after the spin. The rep was navigating on the pedicle and it would show medial ( in the spinous process). This was using the left side tracker. There was a delay less than one hour. Patient was impacted. New additional information. It was reported that there was an inaccuracy off by greater than 5mm, there was negative impact on patient outcome, and the guide wires removed.

Event description:
Imaging was aborted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.